Manufacturer narrative:
Date is approximate year valid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the patient experienced a loss of stimulation sensation and a gradual return of symptoms. An x-ray was taken over a month ago and the patient noticed a change in symptoms about 1-2 days after. The patient reportedly was working more physically due to their new job and increased their water intake by 2 glasses. Stimulation found to be off the night prior to the report so the patient turned it on and increased settings, but then decreased because it was too strong. However, stimulation was not felt 2 hours later. Reprogramming was reviewed and it was recommended that the patient track changes and results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.